Event description:
It was reported that after deployment of a vascular stent, the inner lumen detached from the delivery system as it was being withdrawn. The detached segment was successfully removed from the pt. There was no reported pt injury.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.